Event description:
After neuwave ablation probe inserted, noted that tip was bent and green tip no longer visible - it had broken off. Unsure if removed with suctioning. Surgeon unable to locate tip. Device was removed and second device used. Devices have different lot numbers and different expiration dates. Boxes had been discarded so unable to determine which lot number and expiration date was the one actually used. FDA safety report ID # (B)(4).